Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 450 mg/dl. The customer reported first having a blood glucose level of 378 mg/dl, before it continued to rise and she sought medical attention. Customer stated that she was vomiting and her body felt sore. The customer reported that she did not believe the insulin pump was functioning properly, as her blood glucose level continued to rise while she was wearing the device. Customer was wearing the insulin pump at the time of admission. Troubleshooting was started, but could not be completed as the customer did not have a tubing clamp available. The customer was sent a tubing clamp and will not return the insulin pump for analysis.